Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low elecsys ferritin results for three patient samples. Data was only provided for two of the samples. Patient 1: the initial result was <3 ng/ml and the repeat result was 274.7 ng/ml and 281.1 ng/ml. Patient 2: on (B)(6) 2018, the initial result was <3 ng/ml and the repeat result was 117.4 ng/ml. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 252327. The expiration date was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected.

Manufacturer narrative:
Based on the provided calibration and qc data, a general reagent issue was excluded. The investigation was unable to find a definitive root cause.